Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial# (B)(4), implanted :(B)(6) 2019, explanted: (B)(6) 2020, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: extension. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 15-aug-2023, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 15-aug-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had fluid around the battery. It was stated that the patient had an infection and the devices were explanted and discarded. The issue was resolved.